Event description:
Falsely elevated glucose results were obtained on multiple patient samples. Patient results were reported to the physician. Imprecision was noted within the laboratory and repeat runs were performed and higher results obtained. Corrected results were issued. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated glucose results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose results is an instrument malfunction. The siemens healthcare diagnostics technical service center representative directed the customer performed troubleshooting operations including cleaning and replacement of some photometer windows. The account reports no problems with glucose imprecision after completion of repairs. The instrument is performing within specifications. No further evaluation of the device is required.